Event description:
It was reported that the insulin pump is making a constant tone and the display is blank. Blood glucose value is 103 mg/dl. It was stated that the device has not been dropped, bumped ir exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is neither damaged nor corroded. Customer was instructed to insert a new battery and the display did not return. The battery was removed for 10 minutes and the battery cap was cleaned; the display did not return when reinserting the battery. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for three days. The insulin pump passed the displacement test and self test. All operating currents were within specification and no unexpected constant tone or blank display was noted. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.